Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 10atm, 12atm, and 12atm accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed without problem with the usual method and the procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was returned in a deflated state. A microscopic examination of the balloon material identified a 6 mm longitudinal tear, starting at 4 mm proximal to the distal marker band and extending into the distal balloon cone. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. The marker bands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 10atm, 12atm, and 12atm accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed without problem with the usual method and the procedure was completed with a different device. The patient was in good condition post procedure.